Event description:
It was reported that during a clinic visit, this cardiac resynchronization therapy pacemaker (crt-p) was observed to exhibit oversensing noise on the right ventricular (rv) lead and pacing inhibition. It was noted that the patient was symptomatic experiencing dizziness and light headedness symptoms. Technical services (ts) discussed possible causes and programming optimization options. Further evaluation of the system was recommended as well. Subsequently, at a follow up visit, it was noted that the rv lead was evaluated, and isometrics were performed, with the results showing noise on this rv lead. The physician reprogrammed the lead sensitivity and scheduled the patient for a lead revision procedure to be performed at a later date. At this time, rv lead remains in service. No additional adverse patient effects were reported. Subsequent additional information was provided that this right ventricular (rv) lead was exhibited pacing inhibition, oversensing noise and loss of capture (loc). A lead revision procedure was performed, the rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory severed approximately 495 mm from the tip end. Only the distal segment was returned. Visual inspection revealed outer insulation abrasion exposing the anode coils. Coils are intact with no damage found. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported brady pacing not delivered when required, oversensing, noisy signals and failure to capture allegations is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that during a clinic visit, this cardiac resynchronization therapy pacemaker (crt-p) was observed to exhibit oversensing noise on the right ventricular (rv) lead and pacing inhibition. It was noted that the patient was symptomatic experiencing dizziness and light headedness symptoms. Technical services (ts) discussed possible causes and programming optimization options. Further evaluation of the system was recommended as well. Subsequently, at a follow up visit, it was noted that the rv lead was evaluated, and isometrics were performed, with the results showing noise on this rv lead. The physician reprogrammed the lead sensitivity and scheduled the patient for a lead revision procedure to be performed at a later date. At this time, rv lead remains in service. No additional adverse patient effects were reported. Subsequent additional information was provided that this right ventricular (rv) lead was exhibited pacing inhibition, oversensing noise and loss of capture (loc). A lead revision procedure was performed, the rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this cardiac resynchronization therapy pacemaker (crt-p) was observed to exhibit oversensing noise on the right ventricular (rv) lead and pacing inhibition. It was noted that the patient was symptomatic experiencing dizziness and light headedness symptoms. Technical services (ts) discussed possible causes and programming optimization options. Further evaluation of the system was recommended as well. Subsequently, at a follow up visit, it was noted that the rv lead was evaluated, and isometrics were performed, with the results showing noise on this rv lead. The physician reprogrammed the lead sensitivity and scheduled the patient for a lead revision procedure to be performed at a later date. At this time, rv lead remains in service. No additional adverse patient effects were reported.